Event description:
It was reported that the c.s.t for this case accidentally mixed a full dose of simplex p polymer with a dose and a half of simplex p monomer, forgetting to add the half dose of polymer before adding monomer and mixing. Surgeon said the fixation of the cemented components was satisfactory.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.